Event description:
(B)(6) man with no significant past medical history underwent potential living donor evaluation via (B)(6) for family member. On (B)(6) 2014, patient underwent laparoscopic donor nephrectomy. During procedure, the ethicon 10 mm endoscopic ligaclip malfunctioned by firing clips during the laparoscopic donor nephrectomy procedure. Device was changed out and procedure continued without harm. Patient was discharged home.